Event description:
Consumer left a review for inteliswab claiming a false negative result: amazon review "I bought 3 of these kits, that have 2 tests each in them. Each of them showed my family to be negative despite our very clear s/s. Luckily, I had the wherewithal to get tests that we have used before and that we also utilize in the healthcare setting. I took the "backups" immediately after inteliswab because a negative reading was ludicrous. I'm glad I did bc the other test immediately popped positive while inteliswab remained negative. Listen to your body. You know when you are sick. If you need a confirmation test, invest in abott binanex or a cheaper and equally accurate alternative is flowflex."

Manufacturer narrative:
The consumer reported a false negative inteliswab test result in their amazon review. Specific details of the collection and testing process regarding the inteliswab test was not provided. The consumer also did not provide a lot number or any other product information. Another brand of test gave them a positive test result, but it is unknown if a confirmatory pcr test was performed. Details of the testing timeframe was not provided. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left a review for inteliswab claiming a false negative result: amazon review: "I bought 3 of these kits, that have 2 tests each in them. Each of them showed my family to be negative despite our very clear s/s. Luckily, I had the wherewithal to get tests that we have used before and that we also utilize in the healthcare setting. I took the "backups" immediately after inteliswab because a negative reading was ludicrous. I'm glad I did bc the other test immediately popped positive while inteliswab remained negative. Listen to your body. You know when you are sick. If you need a confirmation test, invest in abott binanex or a cheaper and equally accurate alternative is flowflex."